Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from the USA stating that the device experienced overheating during surgery. No injury or medical intervention occurred. It is unknown if surgical delay occurred. There is no additional information provided.